Manufacturer narrative:
B5: event details updated based on the provided information. During the investigation, it was confirmed that a non stryker electrode was used, which caused a patient burn. The burn was minor and did not require medical intervention. Based on this information, the event is not reportable. D4: added lot number and full UDI. H6: device code updated based on complaint investigation.

Event description:
According to additional information provided, the non-stryker electrode was used during the surgery.

Manufacturer narrative:
D4: full UDI will be filed once the product history review is provided.

Event description:
It was reported that the patient¿s skin was burned. No further details have been provided regarding what cause the burn. The user facility stated that no medical intervention was required. It was further reported that the procedure was completed successfully without a delay. Additional information is currently being requested.